Event description:
Vns patient had passed away. It was reported that the pt had a seizure while in the bathtub and drowned. No autopsy was performed. The pt reportedly experienced a >50% reduction in seizures with the vns therapy and was receiving therapy at the time of death. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. There is no evidence at this time that the vns therapy system caused or contributed to the reported event.

Event description:
Further follow-up revealed that the death certificate listed the immediate cause of death as "epilepsy - found dead in shower stall". The manner of death was listed as natural.